Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device 17971279 number, and no internal action related to the complaint was found during the review. Based on the completed mre, the h4. Device manufacture date has been populated with (B)(6)2020. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface¿ guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. When the smarttouch sf catheter was pulled out from the preface¿ guiding sheath with multipurpose curve, the hemostatic valve in the sheath did not work and blood leaked. The problem was resolved when the gasket was tightened again, and the procedure continued and was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patients body. This issue did not require percutaneous or surgical removal.